Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulator implant procedure and was hospitalized after the procedure. The patient was doing well.